Manufacturer narrative:
Device eval summary: device eval of battery charger sn (B)(4) has been completed. The reported problem (battery charger problem) was confirmed. Upon eval, it was determined that the power unit connector would not power up the charger. The root cause for the faulty connection is likely due to the pins in the connector being recessed due to a combination of an assembly error and excessive force applied during mating. No adverse event resulted from the defective connector. The pt received a replacement charger.

Event description:
A zoll pt service rep (psr) contacted zoll customer support to report that, prior to fitting a (B)(6) female with the device, the modem/charger would not turn on. The pt was issued a replacement battery charger.